Event description:
June 4th 2026: integrum was informed of a surgical intervention due to deep infection. The central screw was replaced due to treatment of the infection. No product failure. No other clinical signs reported.